Manufacturer narrative:
E1: initial reported facility name: (B)(6). The device was returned for analysis. Upon inspection, it was confirmed that the main coil, introducer sheath, and delivery wire were included in the return. Further examination revealed that the main coil exhibited bending and stretching at both the coil arm and primary coil sections. The main coil itself was observed to be detached, bent, and stretched. A photograph included in the parent record allowed for visual confirmation of the bending and stretching of the main coil; however, the specific issue reported (main coil premature deployment inside the patient) is not clearly depicted in the image. Based on the available evidence, the reported issue, "main coil premature deployment inside patient," cannot be conclusively verified. Functional evaluation of the main coil to confirm this type of failure is not possible given the current condition of the device.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that premature deployment occurred. The stenosed target lesion was located in the internal iliac artery. An 8mmx40cm interlock embolics device was selected for use. During the procedure, the initial 10x40 interlock coil was deployed, but its position was deemed unsatisfactory. An attempt to withdraw the coil was unsuccessful initially, as it could not be retracted as intended. The coil was eventually retrieved from the patients body using the catheter. A second coil of the same model was then successfully deployed. During the deployment of the third 8x40 interlock coil, detachment occurred; however, the coil was successfully withdrawn from the patients body using the catheter. There were no patient complications as a result of this event. However, device analysis revealed that the main coil was detached, bent and stretched.